Event description:
The customer contacted heartsine through the forward heart's program. A review of the event data showed the device was unable to deliver shock. In this state the device would be inoperable and defibrillation therapy would not be available if needed. The patient involved in the reported event is deceased.

Manufacturer narrative:
Heartsine's investigation found the root cause of the reported fault to be failure of switch q9 and q13. Upon receipt, the reported fault was confirmed. When q9 and q13 were replaced, the fault could not be replicated. After the components were replaced, the device underwent extensive testing of all critical functions, performing to specification throughout. This device shall by retained by heartsine and the customer issued with a replacement device.

Manufacturer narrative:
Heartsine technologies ltd has received the device for evaluation. We will communicate our findings regarding the cause of this event in our final report. Heartsine contacted the customer to request additional information on the patient. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted heartsine through the forward heart's program. A review of the event data showed the device was unable to deliver shock. In this state the device would be inoperable and defibrillation therapy would not be available if needed. The patient involved in the reported event is deceased.